Manufacturer narrative:
Initial reporter address: (B)(6). Manufacturing facility - this device was manufactured at one of the two following manufacturing sites: baxter healthcare (B)(4). Availmed: (B)(4). The device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that five (5) 250ml eva tpn bags had unspecified particulate (foreign) matter inside the fluid bags. This was identified at the dispensing room, before treatment. There was no patient involvement. No additional information is available.